Event description:
It was reported that during a stent placement procedure, the stent allegedly found to be longer than the size mentioned in the box. The procedure was completed using another device, there was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stents that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stents are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. The information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the stent allegedly found to be longer than the size mentioned in the box. The procedure was completed using another device, there was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the e-luminexx vascular stents that are cleared in the us. The pro code and 510 k number for the e-luminexx vascular stents are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system sample was returned for evaluation. The stent length as indicated on the label without marker was measured in loaded condition, and in fully expanded condition; the stent length was found without deficiency. Based on available information the investigation is closed with unconfirmed result for stent length deficiency. A definite root cause of the reported issue cannot be identified. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use (IFU) sufficiently address the potential risk. The instructions for use state: 'the stent experiences minimal length changes during deployment.', and 'center the proximal stent markers (see figure a1, ¿b2¿) and both overlapping distal markers (see figure a1, stent markers ¿b1¿ and marker band on the outer catheter ¿c¿) across the stricture. The radiopaque markers on the stent indicate the ends of the compressed stent and the length of the expanded stent.' The image on the label defines the stent length as length of the stent without markers. Regarding length change during deployment the instructions for use state: 'the average length change at recommended oversizing is < 10%.' H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.